Event description:
A 6f angio-seal evolution was selected for use for a retrograde puncture in the common femoral artery, which showed calcification. The physician had difficulty removing the sheath after deploying and setting the anchor. A subtotal occlusion was verified and the angio-seal was surgically removed, and the vessel repaired. Hospitalization was extended. Additional information was requested and not available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be properly determined. The angio-seal device instructions for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instructions for use (IFU) states the safety and effectiveness of the angio-seal has not been established in patients with clinically significant peripheral vascular disease. The angio-seal device instructions for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.